Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not supplied by the customer. A beckman coulter field service engineer (fse) was dispatched to assess the instruments performance. He reported that the service loop tube had a small spot that was worn through. He replaced the service loop tube. After the repairs, the system performance was verified with ultrasonics, quality control (qc) data and wet and dry level sense tests. All verification testing passed within published instrument and assay performance specifications. In conclusion, the service loop tubing caused the 0.0 pg/ml access intact pth qc and patient results. There is sufficient evidence to reasonably suggest a hardware malfunction as the replaced part resolved the issue.

Event description:
The customer reported obtaining all qc and 34 patient samples were 0.0 pg/ml for intact parathyroid hormone (access intact pth) on their unicel dxi 800 access immunoassay system, serial number (B)(4). The qc samples were repeated and gave a result of 0.0 pg/ml for intact pth. The customer stated the intact pth results were not reported from the laboratory. The customer stated there was no change or impact to patient treatment in association with the intact pth results. The customer did not provide and details about the sample preparation. The customer reported issues with pipettor 4. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.